Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that cardiac tamponade and stroke occurred. A prospective study was conducted from january 2022 to july 2024 to evaluate procedural characteristics, safety, and clinical outcomes in male and female patients undergoing pulse field ablation (pfa) using a farawave catheter. Procedure summary: four hundred and twenty-five (425) patients with atrial fibrillation were enrolled in the study. Pfa procedures were performed under deep sedation using midazolam, fentanyl, and propofol. Femoral access was obtained using an unknown sheath and transeptal puncture for left atrial access was performed with an unknown transeptal device. Intravenous heparin was administered. On average thirty-eight (38) applications of pfa were delivered per patient via the farawave catheter. Event summary: of the 425 patients enrolled in the study, three (3) experienced cardiac tamponade and pericardial drainage was performed. One (1) patient experienced a stroke with no residual neurological sequelae. No further information on the status of the patients is available.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation with all the available information, boston scientific (bsc) concludes: device history record review the upn and lot number of the farawave catheter were not provided therefore a shipment history of previous lots sent to the customer could not be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis. The farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac tamponade and stroke as known potential adverse events associated with the use of the device risk review. A review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of ischemia stroke and cardiac tamponade were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature amongst a cohort of patients that underwent pulse field ablation procedures using a farawave catheter, cardiac tamponade and ischemic stroke occurred. Cardiac tamponade and stroke are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that cardiac tamponade and stroke occurred. A prospective study was conducted from january 2022 to july 2024 to evaluate procedural characteristics, safety, and clinical outcomes in male and female patients undergoing pulse field ablation (pfa) using a farawave catheter. Procedure summary four hundred and twenty five (425) patients with atrial fibrillation were enrolled in the study. Pfa procedures were performed under deep sedation using midazolam, fentanyl, and propofol. Femoral access was obtained using an unknown sheath and transeptal puncture for left atrial access was performed with an unknown transeptal device. Intravenous heparin was administered. On average thirty eight (38) applications of pfa were delivered per patient via the farawave catheter. Event summary of the 425 patients enrolled in the study, three (3) experienced cardiac tamponade and pericardial drainage was performed. One (1) patient experienced a stroke with no residual neurological sequelae. No further information on the status of the patients is available.